Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that the back and front of the pump was discolored possibly from overheating. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/15/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the pump powered on normally. A rewind, load and prime sequence were successfully performed. The black box showed no unusual fluctuation of the voltage. The pump was tested with an external power supply and the idle, sleep, rewind and load currents all were found to be within specifications. There was no overheating observed during testing. The pump cover was removed and no evidence of loose components or moisture contamination was observed on inside the pump. The issue of pump overheating was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.